Event description:
Pt ordered for 3g ampicillin sulbactam to be reconstituted using vial to bag adapter.after hanging the medication, noted the drug was leaking from around the adapter and down the glass vial.